Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed that the battery is depleted shortly after it was plugged in. There were no adverse events reported.